Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial number: unknown, not provided, model #: unknown as serial number was not provided, catalog #: unknown as serial number was not provided, expiration date: unknown as serial number was not provided, UDI #: unknown as serial number was not provided. If implanted, give date: unknown, information not provided. The device was not returned for analysis. There was no model/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an unknown/unidentified intraocular lens (iol) was explanted from the patient's eye. Reason for explant was not provided. There was no indication of surgical intervention required. No additional information was provided.